Event description:
Boston scientific received information that during a normal device change out, an x-ray was performed and found that this right atrial (ra) lead had become dislodged. Additional information stated the lead had not been working for over a year. Upon investigation, there were no previous records, reports or information regarding the allegation. The lead was capped and remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.